Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving bupivacaine 4.4 mg/ml for a total dose of 1.9781mg/day and dilaudid d(hydromorphone) 20 mg/ml for a total dose of 8.99mg/day via an implantable pump for non-malignant pain. It was reported a motor stall was seen at initial interrogation and the patient did not recently have a magnetic resonance imaging (MRI). The pump status and/or event log report showed a motor stall occurred and the stall was active. It was reviewed to silence audible alarms and reviewed steps to silence the alarm, consider pump replacement, consider programming to minimum rate, cover patient with non-pump medication, and if explanted/replaced return for analysis. No symptoms were reported. The event date was (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
Additional information received on 2019-01-04 changed the reason of reportability to "serious injury" due to "intervention required." If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2018-jan-04. It was reported that the patient was at the clinic and the event logs confirmed the motor stalls began (B)(6) 2018 with numerous stalls and recoveries to date. The caller stated (B)(6) 2019 is the scheduled pump replacement and that the patient is on ¿po meds¿ so there are no withdrawal issues. The caller was inquiring about silencing the pump alarm or other options that are available. ¿further troubleshooting¿ was performed with the caller. They will confer with the patient and the doctor. There were no further complications reported/anticipated.